Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 400 mg/dl at the time of incident and current blood glucose was 378 mg/dl. The customer treated with the bolus, insulin pump and manual injection. The customer did experienced the symptoms such as pressure in eyes, vision issues. Customer stated that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer troubleshoot done for high blood glucose. The insulin pump will not be returned for analysis.